Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had received multiple inappropriate shocks due to a lead anomaly. It was also noted that the patient underwent multiple interventions. The leads were explanted. No further information is available.